Event description:
It was reported, the camera head had am abnormal image edge. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the "image abnormality (distortion)" is due to the cable damage. However, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.